Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) activated output while the probe tip was contacted hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments. This caused the probe tip was scratched. 2) kept doing activated output in the state described in ¿1¿. This caused the probe tip was applied a load, cracked due to the scratches on the probe tip also, a probe damage error (error code:u504) occurred. 3) some load was applied to the probe and the probe broke. The following information is included in the instructions for use (IFU): ¿the sonicbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear / deforming/split/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken 13 mm from the tip of the probe. There were scratches around the broken part. Upon checking the fractured surface, it was found that the fracture originated from the scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, 30 minutes into using the device in a laparoscopic cholecystectomy procedure, a u504 probe damage error message was received for the device. The device was removed from the patient body for checking. Upon the probe being wiped with gauze by the staff for cleaning, the device probe broke off. It is unknown whether metal or the like came into contact with the probe. The procedure was completed with a new device of the same model number without any delay. The patient did not need additional anesthesia. There is no harm or adverse impact to the patient. Total procedure time was within two hours. The intelligent tissue monitoring (itm) setting was on during the procedure. Functional mode at the event was maximum 3, variable 1. The device was inspected prior to use with no abnormalities noted. The connections to the generator were checked. The surgeon had individual training. This is the first time the issue has occurred with the surgeon.